Manufacturer narrative:
Additional information received on 8/09/2016. Results: the distal shaft of the neuron 070 was ovalized approximately 2.0 and 4.0 cm from the distal tip. Conclusions: evaluation of the returned device confirmed the damage reported in the complaint. The neuron 070 distal shaft was ovalized in two locations. This type of damage typically occurs due to improper handling during removal from the packaging. If force is applied along the catheter shaft, it is likely that damage will occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. Upon removal from the packaging, the neuron delivery catheter was found ovalized near the distal tip and was not used. The physician used a new neuron to complete the procedure.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. Upon removal from the packaging, the neuron delivery catheter was found ovalized near the distal tip and was not used.

Manufacturer narrative:
Result: the distal shaft of the neuron 070 was ovalized approximately 2.0 and 4.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. Upon removal from the packaging, the neuron delivery catheter was found ovalized near the distal tip and was not used. Evaluation of the returned device confirmed the damage reported in the complaint. The neuron 070 distal shaft was ovalized in two locations. This type of damage typically occurs due to improper handling during removal from the packaging. If force is applied along the catheter shaft, it is likely that damage will occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.